Event description:
Pt's parent stated portable ventilator was attached to wheelchair and stopped x3 then stopped altogether as wheelchair moved across the small bump created by the threshold strip between the carpet and the tile floor. Pt's parent had to intervene and start the ventilator again.